Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 680 mg/dl. A manual insulin injection was used to address bg. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.